Event description:
During a surgical procedure, the looped pds needle broke at the hub (where suture inserts). Both ends of the needle were located and compared to an intact needle in order to assure that all parts of the broken needle were retrieved.